Event description:
It was reported that the right ventricular (rv) lead was undersensing and low r-waves and programmed to an increased sensitivity. The rv lead then had intermittent oversensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 305c223 tissue valve, implanted: 2012-(B)(6). (B)(4).